Event description:
It was reported that a pocket infection occurred. There was also t-wave oversensing (twos) and a possible fracture reported on the right ventricular (rv) lead. The implantable cardiac defibrillator was explanted and the lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. 4058m52 implantable pacing lead, implanted: (B)(6) 1993. 419378 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
Additional information was received that approximately 8 months after the system was inactivated, one of the four capped leads had eroded through the skin. The physician was unsure which lead was exposed. All four leads were successsfully explanted. No further patient complications have been reported as a result of this event.